Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings/corrosion and cable/cord/wiring of the motor device were damaged. It was determined that the drive shaft came part and was broken. It was observed that the motor and control were damaged by liquid and the test run was not possible. It was further determined that the device failed pretest for safety assessment, cutter lock assessments and loctite and cable assessment. It was noted in the service order that the device had an undetermined malfunction. The reporter indicated that the causes and symptoms were unknown. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.